Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and was found to be within specification.

Event description:
It was reported that the lead perforated the myocardium and pericardium. The lead was explanted.